Event description:
It was reported that the microcatheter broke off during a right eye (od) viscodelivery system procedure. The report noted that the surgeon intended to use the iprime viscodelivery system in order to perform a viscocanalostomy (canaloplasty) followed by a cataract surgery. The surgeon performed canaloplasty on the superior hemisphere with no issues, and then the surgeon proceeded inferiorly, when he experienced some resistance (about 2/3 in) which was not relieved with more viscoelastic. Subsequently, the surgeon decided to stop advancing the catheter and was about to perform a trabeculotomy when he noticed that the catheter was broken off. Per report, the surgeon was able to remove the device remnant (catheter fragment) intraoperatively from the canal using microforceps, and the procedure was completed with no other issues. There was no report of harm or injury to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was discarded; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The rate of catheter detachment reported to glaukos is considered low and acceptable. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Of note: the safety and effectiveness of the iprime viscodelivery system has not been established as an alternative to performing canaloplasty. MFR# reference: (B)(4).